Event description:
Affiliate reported that the patties frayed and left fine strands debris/pieces from the patty on the brain.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.